Event description:
It was reported that this event involved a male patient with a right subclavian vein insertion site. During the procedure, the spring wire guide (swg) was removed from the patient totally broken. It is believed the swg was not within any part of the patient. As a result, another catheter was used to continue the procedure. Additional information was received from the hospital on 6/29/2010 stating that during the insertion, the swg was broken. Removed inside the patient fully broke, but believes it was not "nowhere' part of the swg inside the patient. It was necessary to use another catheter to continue the procedure. There were no patient complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.